Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the debris found inside tibial impactor prior to surgery. The debris was sticking out of the impactor.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint is considered confirmed based on provided photographs. Received photos show what looks like a piece of hair taped to a blue paper which is alleged to have been pulled from the impactor assembly. Another picture shows the assembly with what looks like some debris on the bottom side of the picture between the metal and black plastic. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.